Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was sliding out of care and hit their back on a door jam. After this, the patient quit feeling buzzing/paresthesia in their painful areas despite turning up the voltage. The ins was unable to be recharged. The battery was not needing to be recharged as prior. This event resulted in an unscheduled clinic or office visit. Diagnostics were performed, the device was interrogated. There were high impedances with 1, 2, 3, 4, 5, 6, 7, and 13. Imaging results were normal. Etiology indicated the relationship of the event to the device or therapy as possibly related, specifically related to programming, but not related to the implant procedure. The intervention taken was the device was reprogrammed. The outcome was reported as resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study indicated that the causes of the change in stimulation, high impedances, and being unable to recharge the ins was not determined. The high impedances were > 10,000+ on electrodes 1, 2, 3, 4, 5, 6, and 7. The site clarified that the patient was sliding out of the car when they hit their back on a door jam. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the device did not need to be charged as frequently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the battery was fully charged without charging it. They would try to charge the battery and it would say it was fully charged, even though they hadn¿t charged it for days. It was noted that this issue was resolved without sequelae on (B)(6) 2018.